Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that foreign matter was found during use with a unspecified bd syringe. The following information was provided by the initial reporter, "I was using a 60 ml sterile syringe to reconstitute vials of methacholine with a 250 ml baxter normal saline bag. As I was reconstituting the vial I noticed foreign debris floating inside the barrel of the 60 ml b&d sterile syringe. It was light brown in color and looked similar to a small piece of cardboard. All items were wiped down with sterile alcohol before compounding and placed into a laminar flow hood located in a pharmacy clean evidence of coring. The reconstituted vials and syringe were discarded and compound was started over with new supplies."